Manufacturer narrative:
The returned pump was visually inspected and a catheter kink along with several cannula kinks were observed. The returned purge cassette was purged and then connected to the pump and a high purge pressure alarm triggered. The catheter was then cut open at the catheter kink and a purge lumen kink was confirmed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp had alarms, bleeding, and a cannula kink. The impella was inserted directly into the aorta because it was difficult to insert. Bleeding occurred and a blood transfusion was given. The device was removed in an environment where thoracotomy was possible. A kink was found on the removed impeller cannula.

Manufacturer narrative:
H6: correcting to 3243-stressproblem to account for king, and 5--to account for patient anatomy likely causing the kink and 4315-cause not established for bleed.